Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's revision was cancelled due to illness.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.